Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a dental implant driver was lodged in the internal hex of an implant during clinical procedure. The internal hex was potentially damaged. The implant was backed out. The procedure was completed within the same visit. No adverse patient consequences were reported.